Manufacturer narrative:
Only hub was returned for investigation. Dented mark was observed on the complainant sample hub. From the simulation test result, the bending angle around 40o and 70o will cause the needle (cannula) to break off after 45 times and 12 times of bending at opposite direction respectively. Second simulation test was performed by penetrating the needle to the hard surface (simulation of penetration to patient with harder muscle /in contact with bone) to see the needle condition during penetration and to see where the needles breaks off. Simulation test determined that the needle would start to bend when entered into hard surface. The bending point of the needle was shifted from the middle of the needle to the intersection between the hub and the needle when the penetration angle was increased. Based on the simulation tests, we can conclude that the bigger bending angle could break needle from the hub. The condition became worse if the bending fulcrum was at the intersection between the hub and the needle especially when the penetration was done on the harder surface (muscle) or hit the bone. It is suspected that the needle was bent at wide angle which caused the needle to break from the hub. For the last 12 months, complaint rate is at 0 cppm. This event was caused by use error.

Event description:
When patient was receiving injection at right lateral hip region, the needle broke off at the hub when injecting. Surgery was performed to remove the needle but unable to retrieve needle.